Manufacturer narrative:
At this time, the device has not been returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. This device was explanted and retained by the hospital. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this implantable cardioverter defibrillator (ICD) was thoroughly evaluated. Review of device data noted this ICD had approximately one year of remaining battery life. The daily battery voltage measurements displayed a pattern of steady discharge. This indicates there had never been a high current draw. Analysis confirmed that the ICD was depleting normally and the code 1003 that was declared was a false positive. This may have been due to an issue with the measurement that determines whether the device is prematurely depleting, but this cannot be definitively confirmed. Of note, the algorithm used to detect potential high current drains becomes more sensitive in the later life of an implantable device. The ICD met specifications and analysis was not able to identify the root cause of the observed false-positive code 1003.